Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery. The customer¿s blood glucose was over 600mg/dl at the time of the incident. The customer reported that the customer went to bed with high blood glucose and then bloused this morning. The customer reported that the cannula was bent. The insulin exited during a 5 units fixed prime. The customer was advised that the site may have been occluded and to change the entire infusion system and return set for analysis. The customer was offered to troubleshoot for the high blood glucose and the mother declined, stating that the blood glucose levels are over 600mg/dl. The insulin pump will not be returned for analysis.